Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The ra seal plug was removed for further analysis of the ra set screw. High powered visual inspection noted the hex hole in the ra set screw was slightly rounded out at the top of the hex hole, indicating a hex wrench was not completely inserted into the set screw before turning the wrench. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device displayed high right atrial (ra) lead impedances, noise, oversensing and loss of capture (loc). The patient was seen for a revision procedure. During the revision procedure, the physician suspected an issue with the ra set screw as it felt wobbly. The device was explanted, replaced and returned for analysis. There were no additional adverse patient effects.